Event description:
Nurse had set up pump to deliver 1100 ml of IV fluid at 100ml/hr but noted that after 3.75 hours there was only 100ml left in the fluid bag. Subsequent observation of the pump showed that fluid continued to flow even when device showed "stopped" on the display.====================== health professional's impression======================the pump is not completely occluding the tubing segment during the pumping cycle.====================== manufacturer response for infusion pump, spectrum======================they're showing real concern about this and informed us that they are keeping the pump for an extended period to study it. They also sent a 35 item questionnaire for us to fill out.